Event description:
Customer reported receiving inaccurate low readings. In blood glucose tests, customer received freestyle flash readings of 31 and 151 mg/dl compared to a lab reading of 75 mg/dl compared to a lab reading of 75 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.